Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that an infection was noted. Device interrogation revealed intermittent capture and low pacing impedance on the implantable cardioverter defibrillator (ICD). Device interrogation revealed loss capture and low pacing impedance on the pacemaker and the right ventricular (rv) lead. No changes or interventions were performed. The patient passed away due to pneumonia not related to abbott products.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed intermittent capture and low pacing impedance on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.